Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery error alarm noted during testing. The pump had normal operating currents and no unexpected off no power error alarm or low battery error alarm noted. The pump had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 433 mg/dl. The customer treated with a bolus. The customer received another no delivery during a bolus. The customer stated that the tubing was not bent or kinked. Customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.